Event description:
Boston scientific received information that this patient with this pacemaker experienced syncope. There were five to six seconds of asystole identified and associated with oversensed noise on the right ventricular (rv) lead that led to pacing inhibition. Additional information was received indicating that the caused of noise was not determined. The lead was explanted and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.